Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for an in-clinic follow-up, loss of capture and low sensing amplitude were observed on the rv lead. The lead appeared to be dislodged. The device was reprogrammed in the interim until the lead revision. The lead was later explanted and replaced. During the procedure, a slight pericardial effusion was noted on an echocardiogram, but the patient did not have any consequences related to the slight effusion. The physician does not believe the lead was the cause of the dislodgement. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.